Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative. It was reported that the patient didn't want stimulation at this time. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, a healthcare professional and a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was feeling uncomfortable stimulation/shocking sensation when the ins was off. The rep met with the patient and interrogated the ins, confirming that it was off. Follow-up was conducted with the rep. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.